Event description:
Additional information received reported that the battery was dead and was replaced. It was noted that the patient was reprogrammed and was doing well. It was noted that the patient was in the hospital for unrelated reasons. It was noted that the patient¿s tremors had stopped. Additional information received reported that the device was replaced due to normal battery depletion. It was noted that the battery was checked and determined to be dead but no other troubleshooting was done. It was noted that everything was normal, impedances were normal and the patient was getting great therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s device ¿ just went out.¿ it was noted that the patient was in the hospital for several weeks (not device-related ¿ for anxiety and depression) and got out four days ago. Over the next few days, some of the patient¿s tremors had returned. It was initially thought that it was from the medication, but when the device was checked yesterday, the patient programmer said to call the doctor. It was unclear of it also said eos (end of service) or not. As the patient recently moved, a physician¿s listing was requested, so that the patient could follow-up with a doctor. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v561856, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. (B)(4).